Manufacturer narrative:
B5: description of event: it was initially reported that the complaint device was manipulated through a needle. A review of the complaint history, documentation, drawing, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A drawing is included on the device packaging, warning the user against pulling the distal spring portion of the wire guide through a needle tip. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided and no product returned, investigation has concluded that the cause of this event can be traced to user error, as the device was manipulated through a needle, which is warned against on the label included with the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). The lot number is reportedly unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) month old child (additional demographic information not provided) with a history of cancer, was undergoing a port cath placement for chemotherapy when the distal tip of the wire in the micropuncture transitionless access set broke inside the patient's anatomy. During the procedure, access was gained via the right internal jugular vein. There was no scarring, tortuosity, or calcification of the vessels. The physician had difficulty cannulating the inferior vena cava and the device "kept going into atrium". During insertion, the wire "seemed to catch" a leaflet of the tricuspid valve and became stuck in the valve or atrial wall. The wire broke and was retrieved successfully with a snare. The procedure was completed successfully and the patient is reported to have a "good outcome". The patient did not require any additional procedures as a result of the event. There are no photographs, images or procedure reports available. The complaint device will not be returned to the manufacturer to aid in the investigation.